Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered resulting in the customer experiencing a low blood glucose (bg) level of 44 mg/dl. Customer consumed carbohydrates to address bg; customer's wife assisted with providing customer with food. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.